Manufacturer narrative:
The 2008t hemodialysis machine was evaluated at the facility by the fresenius regional equipment specialist (res). Reportedly, the res went on-site to repair the unit and perform functional checks. The res installed the power supply and the cables. The machine powered up. However, when the res began performing functional checks, fluid was observed leaking from the back of the machine. Upon inspection of the hydraulics, the bicarb pump was found to be disassembled; parts had been removed from the bicarb pump assembly, ports, and spring seal. Based upon feedback from the customer, the missing parts were removed to repair a different machine, which was not part of the original repair request. The power supply, 24 volt cable and power logic board cable (to the power control board) were returned to the manufacturer for evaluation. As of june 20, 2016, the user facility has not been able to provide confirmation as to whether the unit has been repaired and returned to service. The power supply, 24 volt cable and power logic board cable were received by the manufacturer for analysis. A visual inspection of the power supply revealed excessive heat damage to the capacitor located on the power control board. A charred smell was detected during the inspection of the damaged capacitor. No other components were found to be damaged. Functional testing was performed by installing the received components into a working unit. The machine powered on, and the unit passed the self-test and the diasafe filter integrity test with the power supply installed. The unit operated within specification. The damaged capacitor did not have any negative effects on the machine¿s readings. The damaged capacitor was then replaced on the power control board, and the unit was put through the same simulated use testing. The machine passed all functional testing and operated within specification with the repaired/reworked power supply. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual inspection of the power supply revealed excessive heat damage to the capacitor located on the power control board. Therefore, the complaint was confirmed.

Manufacturer narrative:
(B)(4). The replaced system components will be returned to the manufacturer for physical evaluation. Plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) reported that the power supply caught fire during power up. After powering up the machine, a strange noise was heard emanating from the power supply. The biomed looked at the back on the unit and observed an orange glow. Dark smoke was also coming from the machine. The biomed removed the power cord from the electrical socket in the wall, and then extinguished the flames. The biomed inspected the power supply and found dark scarring on the power control board and the associated connections. The inside ceiling of the machine was black. The biomed did not call the fire department and the smoke did not cause any fire alarms at the facility. The biomed did not notice any anomalies with the power cord. This occurred after normal business hours so the biomed was the only person in the facility at the time. Follow-up information was provided by the biomed who revealed that the unit has not been repaired since the incident occurred. The power supply, boards, rocker switch, and all components remain with the machine. Furthermore, the biomed confirmed that the last system maintenance was its semi-annual preventative maintenance performed in september 2015, as well as a diasafe filter replacement performed in december 2015. The power supply was the original one installed with the machine. A fresenius regional equipment specialist (res) performed an on-site evaluation of the machine. The res determined that the damage appeared to be isolated to the power control board and c10. Additionally, soot was visible within the cabinet, directly above the power supply. The power supply, 24 volt cable, and power logic board cable were replaced to resolve the issue. The replaced components will be returned to the manufacturer for physical evaluation. The res returned to the facility to complete functional checks and noticed fluid leaking from the back of the machine. Upon inspection of the hydraulics, the res found that the bicarb pump was not fully assembled. The biomed has ordered replacement parts. The unit currently remains out of service at the user facility pending its repair.